Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had not followed up with their healthcare professional (hcp) since their last surgery for normal battery depletion. The hcp believed the return of symptoms was due to normal battery depletion. The implantable neurostimulator (ins) was discharged and replaced.

Event description:
It was reported the patient was in the hospital with a return of tremor symptoms. Stimulation was off and the symptoms started the day prior to this report. The healthcare professional (hcp) tried the patient programmer, but nothing worked. Lights were seen on the programmer, but the hcp did not know which ones. The hcp suspected the ins was dead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # v006787, implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot # v006787, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).